Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during preparation for a surgery at the user facility, foreign material was found in the sterile package. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during preparation for a surgery at the user facility, foreign material was found in the sterile package. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.